Event description:
Customer's daughter-in-law reported meter results of 246 mg/dl and 122 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.